Event description:
It was reported that an intraocular lens (iol) was required to be explanted in a secondary procedure owing to implantation of an incorrect diopter lens. A 16.0 diopter power zct lens had been implanted instead of a 20.0 diopter zct lens. It was unknown if the incision was enlarged or a vitrectomy was performed. The patient was stated to be doing well after the explant. No further information has been provided.

Manufacturer narrative:
Patient date of birth: unknown.date of event: unknown.complete model number unknown.catalog #: unknown.serial #: unknown.expiration date: unknown.implant date: unknown.explant date: unknown.(B)(4): explant of intraocular lens.date of manufacture: unknown.all pertinent information available to the manufacturer has been submitted. Placeholder.